Event description:
It was reported that during the surgery, after having installed reload and closed the jaw, could not open the jaw anymore. Another device was used to complete the procedure. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? -no 2. If yes, how was the device removed? 3. Did the jaws eventually open? -no 4. Could you please clarify if there were any patient consequences? -no consequence 5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? -no change. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device ec60a lot number a9c84t and no non-conformances were identified. Manufacturing date: 02/12/2023 expiration date: 01/31/2026. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4), date sent: 12/5/2023. D4: batch # 214c65. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a fully fired ecr60w reload loaded on the device and one ecr60w reload (b) present. The condition of the driver's up shows the reload(b) was received partially fired 2/3. However, the sled of the reload(b) was noted to be at the 1/4 of the reload, it is possible that the reload was manipulated, and the sled was manually returned to 1/4 position of the reload (b). The device was tested for functionality in the articulated position with the returned reload(b) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. During the functional test, the device could open and close without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event "would not open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described "would not open." Could not be confirmed as the device could open and close without ant difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 214c65, and no non-conformances related to the reported complaint condition were identified.